Event description:
A malfunction occurred on the customer's pump, but no notable events were reported prior to the issue. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.